Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that they did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. The customer stated the battery was not previously used. Customer stated the battery cap was not loose, cracked or damaged. This was the second occurrence of replace battery alert or replace battery now with out low battery warning. Customer reported that the insulin pump had insulin pump error. Customer was able to clear alarm and able to complete rewind the insulin pump. Customer reported that the belt clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.